Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seen in the emergency department with complaints of shortness of breath. Upon device interrogation, right ventricular (rv) lead t-wave oversensing (twos) was seen during an episode of ventricular fibrillation (vf) two months prior. In addition, abnormal implantable cardioverter defibrillator (ICD) function was suspected as pacing during the middle of the qrs was reported. The rv lead and ICD remain in use. No further patient complications have been reported as a result of this event.